Event description:
During an implant attempt of the subject device, capture failure was indicated by the physician, in spite of appropriate psa measurements of the associated lead. Previously, capture was also indicated with another pacemaker (reply dr - sn (B)(4) reported under MDR # 1000165971-2012-00194) when connected to the lead. It was reported that a very high pacing threshold was the cause of the reported issue, which was resolved by reprogramming the device to a higher pacing output.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.